Manufacturer narrative:
On 14-jun-2024, it was noticed the primary UDI number was reported incompleted in the 3500a initial medwatch report. As such, it hs now been added to fiedl d. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a separation between pebax and electrode section and a foreign material inside. A screening test was performed and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage cannot be determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. A internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section. It was initially reported by the customer that during the operation, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found a separation between the pebax and electrode section and a foreign material inside. These findings were reviewed and assessed the issue of a ¿separation¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.